Manufacturer narrative:
(B)(6). Visual inspection confirmed the reported complaint. The torsional spring on the device was found to be dislodged from the recessed grooves. A definitive root cause for the damage could not be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a truepass suture passer self-capture, the tip of the device broke. The broken piece was retrieved using graspers. There were no patient complications reported as a result of this event.